Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, the clinical observation could not be confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors may have contributed to this event. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was returned to edwards for analysis. Leaflets 1 and 3 had cut areas that were not returned with the device. Leaflets 1 and 2 had tears at the commissures where calcification was observed. Moderate calcification was observed on all three leaflet cusps, and on the free margin of leaflet 2. Minimal host tissue overgrowth was observed at tissue inflow aspect and at stent inflow and outflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Incidental findings include hematoma on outflow aspect of leaflet 2, and wireform distortion of all three commissures, which were likely due to explant. The clinical observation was confirmed. The report of stenosis appears to be secondary to calcification, which restricted leaflet mobility.

Event description:
A 21mm pericardial aortic valve, implanted approximately twelve (12) years and ten (10) months, was explanted due severe aortic stenosis. Pre-operative echo demonstrated peak aortic velocity of 5 meters per second and peak gradient of nearly 100mmhg. Operative observation noted the valve was partially calcified. The explanted device was replaced with a 21mm pericardial valve. Adequate homeostasis was achieved and patient was transferred in satisfactory condition.